Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: bd received samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. However, the tubes have expired as of 30sept2020, so no further testing could be completed on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history check was performed, and this was the 1st complaint received on this material number and lot number for the reported defect. Bd was unable to determine the root cause. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® cpt¿ cell preparation tube with sodium citrate experienced poor barrier separation of sample and the tube was used after the expiration date. The following information was provided by the initial reporter. It is reported customer is "experiencing poor barrier separation and did use product passed their expiration date. The customer had been experiencing issues of poor barrier separation since 6-7 months. This has not been reported to her knowledge. No patient identifiers available, no occurrence number, photos are available, samples are available, customer is requesting replacements, no medical intervention, no date of event." (B)(6) 2020: customer stated "tubes are not filled to minimum volume and also that the rbc volume is low. She does not know the patients hgb. Gel movement is somewhat dependent on cell volume. Tubes are from 3 different patients and this has also happened when the tubes are filled to stated draw volume."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® cpt¿ cell preparation tube with sodium citrate experienced poor barrier separation of sample and the tube was used after the expiration date. The following information was provided by the initial reporter. It is reported customer is "experiencing poor barrier separation and did use product passed their expiration date. The customer had been experiencing issues of poor barrier separation since 6-7 months. This has not been reported to her knowledge. No patient identifiers available, no occurrence number, photos are available, samples are available, customer is requesting replacements, no medical intervention, no date of event." (B)(6) 2020: customer stated "tubes are not filled to minimum volume and also that the rbc volume is low. She does not know the patients hgb. Gel movement is somewhat dependent on cell volume. Tubes are from 3 different patients and this has also happened when the tubes are filled to stated draw volume."